Manufacturer narrative:
No further information is available at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited low out of range shock impedance measurements. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.